Event description:
The customer reported observing a cartridge chemistry sample probe leak on a unicel dxc 600 pro synchron system while performing a maintenance procedure. The instrument was not processing patient samples at the time of the leak. The customer was wearing a lab coat, globes, and safety glasses at the time of the leak. The leak was contained to the instrument. There were no reports of direct contact with the leak or of injury as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found a cloudy wash collar and replaced the part. The fse also replaced a t-valve, a 100 ul syringe, a cartridge chemistry (cc) sample probe, and a mixer paddle. The fse performed necessary alignments and successfully completed a performance verification test for the cc sample probe. There were no further reports of leaks. (B)(4).